Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of infection, deemed not device related, is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of covid-19 infection, deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported that patient was injected with juvéderm® voluma¿ with lidocaine and juvéderm® volift¿ with lidocaine in cheek (ck1,2,3), nasolabial folds (nl1,2,3), and marionette lines (m1). Patient was concomitantly injected with botox®. At an unspecified time later, patient had covid-19, deemed not device related. Approximately a few weeks later, patient developed delayed inflammation in different areas of the face. Patient was treated with hydrocortisone 500 mg and meticorten 20 mg. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00372 (allergan complaint # (B)(4)). This is MDR is being submitted for the second suspect product, juvéderm® volift¿ with lidocaine.